Manufacturer narrative:
This serves as a correction report. (Meter brand name) and (PMA/510(k)#) were incorrectly documented in the initial MDR 30 day report. Also, (expiration date) was missing from the initial MDR 30 day report.

Event description:
Customer reported receiving a low reading on an adc blood glucose meter. Customer reported a reading of 68 mg/dl which was lower than a lab reading of 212 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint. It has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle precision neo meter and precision strips were reviewed and the dhrs showed the freestyle precision neo meter and precision strips passed all tests prior to release. As the strip lot associated with this case was past its expiry date of march 31, 2018 at the time of investigation, retain testing could not be performed. A tripped trend review was completed for the reported complaint and the freestyle precision neo meter. No trips were observed. A tripped trend review was completed for the reported complaint and the precision test strips. No further track and trend review was required as there were no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a low reading on an adc blood glucose meter. Customer reported a reading of 68 mg/dl which was lower than a lab reading of 212 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading on an adc blood glucose meter. Customer reported a reading of 68 mg/dl which was lower than a lab reading of 212 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.